Manufacturer narrative:
Conclusion and root cause awaiting completion of investigation.

Event description:
User reported that while on cpb, a pressure spike of >350 progressing to >400 occurred. No flow at this point due to pressure stop link. Line troubleshooting was done for kinks and triggered arterial occluder but nothing was noted. Flow was reinstated with the use for handcranking. The user tried recalibrating and re-zeroing the pressure transducer, but this did not solve the issue. The pressure transducer was replaced after which pressure was appropriate for flow. Surgery was resumed and pressure was appropriate for the rest of the case. No harmful patient effects noted.